Event description:
It was reported that during the procedure to treat a moderately calcified, eccentric, 99% stenosed, de novo lesion in the moderately tortuous mid left anterior descending coronary artery, after performing pre-dilatation with an unspecified 1.5x12 balloon dilatation catheter, a 3.0x23 rx xience prime stent delivery system (sds) was advanced to the lesion with resistance felt and force applied. When deploying the stent at 16 atmospheres without issue, a distal edge dissection occurred. The sds was withdrawn without resistance and the stent was angiographically confirmed to be fully apposed to the vessel wall. The dissection was successfully treated via deployment of a 3.0x18 rx xience prime stent, concluding the procedure. There were no adverse patient sequelae and no report of a clinically significant delay. No other procedural or device issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified